Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the bolus totals did not match the bolus history. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This is reportable as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 06/01/2016 device evaluation: the pump has been returned and evaluated by product analysis on 05/16/2016 with the following findings: a review of the black box data showed the pump was manually suspended on (B)(6) 2016 at 13:57 and manually resumed at 14:25. The pump powered on normally and successfully passed the ez prime steps. A 10u audio bolus and 10u normal bolus were manually performed successfully. Both were accurately recorded in the pump bolus history and bolus; the total daily dose history correctly showed 20.0u. The pump was exercised for 24 hours with a 1.0 unit per hour basal rate. At the end of testing; the basal history correctly showed 1.0u and tdd showed 24.0u. The complaint was not duplicated during testing.